Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "unstable left total knee. Converted to p/s knee."

Event description:
As reported by rep: "unstable left total knee. Converted to p/s knee."

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed based on the medical records provided. Conclusions: clinician review of the medical records provided concluded: choice for a cr type of knee in a complex instability problem has contributed to persistent knee instability requiring revision with conversion to a ps type of knee device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.